Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a suspected stroke occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2017. A 27mm watchman laa closure device was implanted. The laa anatomy was described as a windsock. There were no leaks noted around the device. No pericardial effusion was noted. The patient was discharged from the hospital the following day in stable condition. He was on xarelto 20 and aspirin (asa) 81. In (B)(6) 2017, the patient had a 45-day follow up transesophageal echocardiogram (tee) which showed no thrombus or leak. He will continue xarelto until (B)(6) 2017 and remain on asa for the rest of his life. In (B)(6) 2017, the patient was admitted to another facility for a suspected stroke. No thrombus or flow through the closure device was detected. The patient had mild right facial weakness and exhibited mixed aphasia. He was recommended to have speech therapy 3-5 times a week as the patient tolerates. The prognosis is favorable to improve above deficits based upon prior level of function and level of impairment.